Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the patient had to change battery 6 times in 30 days. Patient reported that the battery cap tightened properly, no evidence of moisture in battery compartment, the buttons were functioning properly, the display was operating as expected and the battery setting was set correctly. Patient stated that the alarm history did not show any unconfirmed alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/02/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Voltage fluctuations were observed in the pump¿s black box history. Investigation found the current consumption readings to be in specifications. The battery compartment was found to be cracked. Threads on the battery compartment and battery cap were intact, and the cap was able to tighten properly onto the pump. The pump powered up to a fully functional verifying screen with the proper audible and vibratory alerts. No evidence of moisture or corrosion was found in the battery compartment or the pump interior. Investigation was unable to reproduce the battery life issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.